Manufacturer narrative:
H4: the lot was manufactured from february 05, 2020 - february 06, 2020. H10: the device was received for evaluation containing 34ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor under infused during a patient infusion at the hospital. The device was connected to the patient at the time of hospitalization and was filled with 70ml 5-fluorouracil and 22ml 5% glucose (total 92 ml) for an expected infusion time of 46 hours. After 72 hours, the device was removed from the patient and more than half remained. There was no report of patient injury or medical intervention associated with this event. No additional information is available.